Manufacturer narrative:
It was reported that the teleport microcatheter 2.1f x 150cm was submerged in a heparin saline bowl and flushed prior to use. The tip of the microcatheter became stuck in a chronic total occlusion lesion in the mid anterior tibial artery, which was severely calcified. During removal, the microcatheter unraveled, and the tip of the catheter fracture. Pedal access was obtained, and a sapphire balloon was used for angioplasty via that route. During angioplasty, the fragment of the microcatheter became stuck in the i.d. Of the balloon; the tip of the microcatheter was removed during balloon removal. The complaint product, teleport microcatheter, was returned for evaluation. Per gross examination: dried blood could be found in the returned device. The distal shaft of the returned microcatheter had been stretched and the tip of the microcatheter had been separated. The proximal shaft of the microcatheter had been stretched, the coil had been badly deformed and the plastic outer body had been broken, apart from above observed damages, no other anomalies were found on the returned device. No case image/cd was provided for analysis. The device history record for this teleport microcatheter lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release.

Event description:
The target lesion (cto) was located in the place below knee with heavily calcification and 99-100% stenosis. The tip of the microcatheter became stuck in a chronic total occlusion lesion in the mid anterior tibial artery, which was severely calcified. During removal, the microcatheter unraveled, and the tip of the catheter fracture. Pedal access was obtained, and a sapphire balloon was used for angioplasty via that route. During angioplasty, the fragment of the microcatheter became stuck in the i.d. Of the balloon; the tip of the microcatheter was removed during balloon removal.